Manufacturer narrative:
The customer reported that they required assistance in obtaining retrospective data for a patient expired. The response center clinical engineer was informed by the customer that their use model was not to admit patients in the emergency room. The nurse had discharged the patient without saving any data and were now looking to try to retrieve data. She provided the biomedical engineer with instructions on how to review the monitor's alarm messages (under service mode). The alarm messages indicated numerous alarms prior to the death - vtach alarm, asystole, desat, and inop messages, several of which were silenced (per pictures that were sent to the response center). The staff was able to review the alarm history to resolve the issue.

Event description:
The customer reported that they required assistance in obtaining retrospective data for a patient that expired. The biomedical engineer on 05/14/2015 indicated that there was no device malfunction or user error. They just requested assistance in reviewing the alarms that annunciated. This is being reported as a patient death. No additional information is available.